Event description:
It was reported that the insulin pump alarmed button error and the buttons on the devise were unresponsive. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the escape button due to corroded keypad traces noted. No unexpected button error alarms noted. The insulin pump has cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.